Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specifications in an as received condition.

Event description:
Description of the original complaint: the endoscrub sheath was flaking plastic piece during a procedure. Relevant events and information obtained for the reported case: at the conclusion of a fess case the doctor noted several black flakes in the patient's nose. It took the doctor approximately 10 minutes to rinse the particulate out of the patient's nose. No further intervention was required. The patient's condition was reported as being fine. Analysis of the returned sheath was performed. Two black plastic flakes measuring approximately 10.7mm in length were returned with the reported product. An endoscope was inserted into the sheath and an internal inspection of the sheath's metal shaft and plastic hub was performed. No damage, defect or other abnormality was found in the plastic hub or metal shaft. The flakes and sheath were further analyzed by fourier transform infrared spectroscopy, and a comparison of sheath and flake material determined that the flakes were of a different composition than the endoscrub sheath.